Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Updated eval. Code result post image review medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review results were not available at the time of this report. A follow-up report will be sent when it is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a l2 vcf procedure for a compression fracture. It was reported that, after the left operation, balloon was placed on the the right and contrast media (1cc) was filled, but it was hardly inflated with 250psi. The balloon was deflated, drilling was performed again and balloon was reset, contrast media was filled. 2cc was filled and cement was mixed. Right pressure was displayed as 0 about 4 minutes after mixing the cement. Leakage of contrast media was confirmed in the frontal image. The balloon was deflated and the leaked contrast and exudate was collected as much as possible. The balloon had been broken. The procedure was performed successfully by using the reported product. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product was discarded. The patient had osteosclerosis. 6 months had passed after osteosclerosis developed, the case is a very severe case. The osteosclerosis contributed to the device malfunction. There were no patient injuries as a result of this event.